Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported the impella 5.5 was unable to start during implant procedure. The purge cassette and the automated impella controller (aic) were both exchanged but the issue did not resolve. After four unsuccessful attempts, a new impella 5.5 was used and was successfully implanted without issue. There was no reported patient harm.

Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was filed. The device was returned for investigation. Pump and both purge cassettes returned. The failure was not reproducible. However, data logs show the purge fluid not detected alarm followed by the purge system failure alarm. The cause of the priming issue was most likely use related, based on returned product review. D6a, d9.